Event description:
There was an error message when the catheter was plugged into the console - there was no patient harm. The catheter was removed and replaced. Clinical site notified manufacturer rep directly.